Event description:
In 1975, rptr had both breast implants implanted. In 1977, she had the right breast redone due to capsular contracture. These were silicone implants both times. Both breasts got hard. She had a check-up on 5/12/93. She discovered that the right breast had a rupture. Dr replaced the right breast with a saline implant on 7/13/93, she also needs the left implant replaced but has to wait until she has the money. Her insurance co will not pay for it.